Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (patient sample result=0.474 ng/ml) from a single patient sample processed on the vitros 5600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the higher than expected patient result was not reported from the laboratory. The sample was retested per customer policy. The retest result (patient sample repeat result<0.012 ng/ml) was believed to be true result and was reported. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros 5600 system. There is no evidence that a reagent related issue contributing to the event. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, an analyzer related issue cannot be ruled out as a contributing factor.